Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and device was explanted.

Event description:
New information received noted the device also exhibited noise over-sensing that led to automatic mode switches (ams) prior to the replacement procedure. No programming changes were made, and the issue was not seen post-procedure. Patient had no consequences and was discharged.

Manufacturer narrative:
The reported event of premature battery depletion was confirmed. The reported events of over-sensing and pacing problem could not be confirmed. As received, the device had normal telemetry communication and output. Device image analysis showed drop in voltage. Visual inspection of the header attachment area detected a bonding anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found in normal range, with signs of rapid depletion. Hybrid circuitry was tested, resulting in high current drain, consistent with moisture damage, depleting the battery and resulting in the reported events. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.